Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion procedure, it was identified that the system would freeze after twenty minutes of standby. There as a delay of less than an hour due to the reported issue. There was no patient impact. No complications were reported/anticipated.